Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields; d1, d4.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs300 intra-aortic balloon pump unit and found that the catheter fill port liver lock was disconnected. The fse reconnected the catheter fill port and that rectified the fault. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the user, a cs300 intra-aortic balloon pump (iabp) unit displayed check iabp alarm. There was no patient involvement, and no adverse event reported.